Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered 5.9 units of insulin based on the high result. Subsequently, the consumer experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer did not control solution test the test strips before use as instructed in our directions for use. It was also discovered the customer's test strip vial was open when she opened the box. As directed in our manual, it states not to use any strips with a broken seal due to a loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.